Manufacturer narrative:
Concomitant medical products: product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3093-28, lot# v001785, implanted: (B)(6) 2006, product type: lead. (B)(4).

Event description:
The manufacturing representative reported that the patient was considered a potential replacement patient. The patient did not believe the device was working for her anymore. No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received via the patient reported that she didn't really use the device because, it doesn't really work. The patient was not interested in making an appointment because she wanted to talk to a family member before she made any decisions. The indication for use was urinary dysfunction/sacral nerve stimulation.